Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized for diabetes ketoacidosis due to bent cannula. Reportedly, the patient was in the training, just started on the pump and had no idea of bent cannula until hospitalized. The patient was admitted for three days in the intensive care unit and was hospitalized in total for four days, till the blood glucose level was stabilized. No further information available.